Event description:
On (B)(6) 2014, lay user/ patient¿s mother contacted lifescan (lfs) and alleged their one touch mini meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer care representative (ccr) documentation and listening to the call recording. 1pm they obtained an inaccurate high result of ¿200something mg/dl¿ with the subject meter and ¿112 mg/dl¿ with another meter (unknown/hospital), performed within 30 minutes and compared to a laboratory device with a result of ¿96 mg/dl¿. The patient manages his diabetes with pills, diet and/or exercise (metformin). The patient¿s mother confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The reporter claims the patient developed symptoms of ¿feeling funny¿. The patient was reportedly treated with IV fluids while waiting on his blood work at the hospital. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (12/23/2014). The patient¿s meter has been returned on 11/20/2014 and evaluated by lifescan product analysis on 12/11/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.